Manufacturer narrative:
A review of the complaint device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing records of products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. One retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test result indicated a value well within product specifications. No conclusion can be drawn. However, all available information and testing performed would tend to indicate that the device was not defective. Please note that, as per the product instructions for use, the graft was not used in an approved indication.

Event description:
During a femoro-femoral bypass procedure performed on (B)(6) 2016, the patient was on extracorporeal membrane oxygenation with an initial cannulation at the femoral artery level and was reported to be very sick. The surgeon wanted to move the cannulation to the axillary artery and he used for that the involved hemagard graft. The graft was reported to leak a lot and the bleeding could not be contained. So the graft could not be left in place and the cannulation was moved to its initial localisation. The procedure was then completed and the graft was discarded. No adverse outcome for the patient was reported after the surgery. It was afterwards reported that the patient deceased at a later date due to other causes unrelated to this incident.